Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units, and displayed a fill estimate of 105 units after delivering 62 units. The customer's blood glucose level ranged from 140-192 mg/dl. Reportedly, the customer reloaded the same cartridge successfully and received an accurate fill estimate.